Event description:
Report rec'd through clinical study follow-up that approximately 16 months post implant the patient experienced a thromboembolic event consisting of slurred speech with partial resolution while on aspirin. Therapy changed to warfarin. Computerized tomography scan revealed an old infarct but was negative for bleed and new infarction.